Event description:
It was reported that an unspecified number of alaris pump module amber infusion sets experienced component separation. The following information was provided by the initial reporter: customer stated the product ¿broke into 2 pieces while fluid was running through it¿. Doe is (B)(6) 2020, and was stated the incident happened during use. Customer had no further information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the model 2203-0500 infusion set breaking in two while using it could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2203-0500 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device lot #: an invalid lot # of (10)19106851 was provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of alaris pump module amber infusion sets experienced component separation. The following information was provided by the initial reporter: customer stated the product ¿broke into 2 pieces while fluid was running through it¿. Doe is (B)(6) 2020, and was stated the incident happened during use. Customer had no further information.